Manufacturer narrative:
The reported event occurred on a cobas s201 instrument (serial number: (B)(6)). The investigation was limited due to the unavailability of control and wash buffer lot numbers, as well as serology information and additional data. A review of batch trend analysis did not identify any trends associated with reagent lot g16011. Standard workflow dictates that a reactive pooled sample result is an interim result and requires resolution, with the resolution results considered final. The investigation did not identify a product issue. The customer was advised to ensure proper sample handling.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. The customer reported that a pooled sample generated a reactive result, while non-reactive results were obtained at the individual donor level. Serology information and additional data were not provided.